Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device declared safety mode. The patient code 3191 accounts for the surgical intervention that occurred.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. The patient felt fatigued and like there were going to pass out. The crt-p was replaced right away. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. The patient felt fatigued and like there were going to pass out. The crt-p was replaced right away. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.